Event description:
There was no pt involvement in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2011 and that it had performed to specification up to (B)(4) 2012. The info obtained from the device showed, the device was switched itself on automatically resulting in manual power-ups of 10 mins in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 967). Pad pak (lot 967) had a use until date of 07/01/2014. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in this report.